Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac access solution was selected for use. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed in a mid-inferior trajectory with no use of radiofrequency (rf) energy required, since the physician was tenting the wire advanced through a previous pfo from a previous ablation. The patient was noted to have difficult anatomy. Intracardiac echocardiogram (ice) imaging catheter was manipulated through the septum. Laa measurements were obtained. When positioning the rf wire with use of the ice catheter, the ice catheter went back to the right atrium and it was difficult to reposition. The rf wire was hard to visualize. Upon repositioning of the ice catheter, a pe located in the right ventricle was noted. The case was aborted. A pericardiocentesis was performed, 300 ml of dark red blood removed, and a pericardial drain was placed. The patient is expected to fully recover and has been discharged. The device is not expected to be returned for analysis (disposed). In the physician opinion, versacross did not contribute to patient complication. Act was therapeutic.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.